Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the battery gauge was fluctuating and the wake button was sticking. There was no adverse impact to customer's blood glucose level. The customer declined to provide additional information regarding the issues.